Event description:
It was reported that during surgery the impactor- tip broke off.

Manufacturer narrative:
The affected device was returned and evaluated. A visual inspection of the femoral implant impact confirmed the complaint that the posterior cam bumper had a section that broke off; the missing piece was not returned with the device. The device was manufactured in 2012 and exhibits, with the exception of the cam bumper, signs of wear and use. We recommend that all reusable instruments be routinely inspected for wear and damage so they can be replaced as necessary. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.